Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 5.6 mmol/l and felt ok. Customer was attempting to bolus but it didn't deliver. Customer changed the battery and noted the time wasn't advancing. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No button error alarm during testing. The insulin pump was monitored and tested no battery alarms and no frozen screen noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.